Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation records received. Litigation alleges defective implant and personal injury. Doi: (B)(6) 2016; dor: not reported; (unknown knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #l (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (B)(6) 2019. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon reported the tibial component was completely loose at the component and cement interface, and it just pulled out. There were no concerns noted regarding the femoral component, though it was revised. The patella was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (lt knee).